Event description:
Freefit power supply (part number 5-01-11200 ) found to be defective during installation. Statement from field service engineer: "it went bang and the led failed. It smelled like defective electronics" no patient or user involvement. No injuries reported.

Manufacturer narrative:
Initial report. Case reference number (B)(4). Statement from field service engineer, mr. (B)(6): "when plugging in the freefit power supply into the power socket, you could hear a short bang and the led went out. You could smell burned electronics.". The field service engineer was alone in the room. The incident happened during the installation, performed by natus field service engineer. The device will be returned to natus for investigation. Risk management file review (product and event). The current risk file (B)(4) rev 06 - 1053 aurical freefit - risk analysis spreadsheet hazard ID 2.6 identifies this issue harm - operator, patient or others could be severely injured or die and/or damage to surrounding environment cause- loose components or wiring harness or a component causing a short circuit across an electrical barrier. Severity- critical (11). Risk level- moderate(11). Risk review: a risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. DHR review: work order number (B)(4) was reviewed and product passed all tests according to the contracted manufacturer.

Manufacturer narrative:
Defective power supply unit (part number 5-01-11200 - power supply, 9vdc, 560ma, univ) shipped by customer via ups (tracking number (B)(4) ). The part was never booked in on system and it cannot be located. Capa005686 opened to investigate loss of device. This CAPA is at conatainment and risk management stage. Risk management file review (product and event). The current risk file (B)(4) rev 06 - 1053 aurical freefit - risk analysis spreadsheet hazard ID 2.6 identifies this issue: harm - operator, patient or others could be severely injured or die and/or damage to surrounding environment, cause- loose components or wiring harness or a component causing a short circuit across an electrical barrier. Severity- critical (11). Risk level- moderate(11). This complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed.

Event description:
Freefit power supply (part number 5-01-11200 ) found to be defective during installation. Statement from field service engineer: "it went bang and the led failed. It smelled like defective electronics." No patient or user involvement. No injuries reported.